Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication loaded in pyxis defaulting to pharmacy. A technical support specialist (tss) dialed into the server, ran the server downtime query, and confirmed no interface-related issues. Restarted the data synchronization service and external messaging service to ensure proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication loaded in pyxis defaulting to pharmacy and not loaded shown to be in pyxis. However, there were no delays or adverse events or injuries reported based on this event.